Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident was 500 mg/dl and current blood glucose level was 600 mg/dl. The customer also experienced other blood glucose levels such as 263 mg/dl, 147 mg/dl. Customer stated that the drive support cap appears normal. The customer did not experience any symptoms as a result of high blood glucose. The customer treated for high blood glucose with manual bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump at the time of high blood glucose was reported. Based on customer¿s report customer does not allege under delivery. The insulin pump will not be returned for analysis.